Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 a hot line call was received by the clinical support specialist (css). The clinical engineer (ce) called the css regarding a "system error 7" alarm. He stated he had checked all cable connections and attempted several times to power reset without any change. The ce was hoping to reach field service. The pump is not currently on a patient. The alarm occurred on set-up so they used another pump. The css stated that she would inform the field service representative. It was reported per field service report: pump was on patient. Symptom: "system error 7" unable to clear. Pump was switched out for another pump. Findings: installed autocat2 label on display head. Software 2.24. Additional information received on 20oct2015 biomed contacted, new display installed. No errors, old display sent for return.

Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly was returned for evaluation. Visual inspection of the display head assembly was performed and found no obvious damage or defects. The display head assembly in question was installed onto a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The display head assembly in question failed functional testing. The pump alarmed "system error 7" after the autopilot button was pressed for approximately 10 seconds. The alarm was also unable to reset with the reset button unless the pump was completely rebooted. Visual inspection of the display head assembly internal hardware was performed and found what appeared to be a water/liquid mark on the left corner of the display head. Also, some residue from water / liquid were noted on the keypad assembly. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "system error 7" is confirmed. The reported problem was reproduced during the functional test. The alarm occurred when the autopilot button was pressed. See other remarks section for continuation. Other remarks: residues from water / liquid were noted on keypad assembly, and that likely caused the reported complaint. The water / liquid mark may have occurred as a result of a spill while cleaning the display head after a previous use of the pump.

Event description:
It was reported that on (B)(4) 2015 a hot line call was received by the clinical support specialist (css). The clinical engineer (ce) called the css regarding a "system error 7" alarm. He stated he had checked all cable connections and attempted several times to power reset without any change. The ce was hoping to reach field service. The pump is not currently on a patient. The alarm occurred on set-up so they used another pump. The css stated that she would inform the field service representative. It was reported per field service report: pump was on patient. Symptom: "system error 7" unable to clear. Pump was switched out for another pump. Findings: installed autocat2 label on display head. Software 2.24 additional information received on (B)(4) 2015 biomed contacted, new display installed. No errors, old display sent for return.